Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the blood came up into the tubing of the wingset through the vacutainer and then flowed back into the patient's arm on one (1) device.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo shows a device with blood in the rear barrier and around the hub. Additionally, 30 retained samples were subjected to functional tests, using 10 tubes per needle to assess the functionality of the device. All samples passed testing, exhibiting no signs of damage to the device, insufficient blood flow, or leakage during use. Furthermore, these 30 retained samples underwent additional functional tests. All samples passed testing as they were able to be activated properly with no evidence of retraction defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode of leakage during use and unconfirmed for the back flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the blood came up into the tubing of the wingset through the vacutainer and then flowed back into the patient's arm on one (1) device.